Event description:
It was reported that (1) tlc75 was used during a lobectomy procedure. It was reported by the affiliate that the device could not fire and closing lever was hard. Opened another device to complete the case. There was no patient consequence.